Event description:
It was reported that one of the tethers broke off from the delivery catheter resulting in a premature release during the implant procedure. The tether remains in the patient's body. The implant procedure was completed successfully as the device was already fixated when the premature release occurred. The patient was stable condition.